Event description:
It was reported to philips that following a procedure for the insertion of a swan¿ganz catheter, staff were preparing to transfer the sedated patient with a larger build from the table, when the patient unexpectedly partly slid off the tabletop. The staff were using a non-philips mattress (tempur med) with a paper sheet and a slider board that were kept in place from the patient transfer at the start of the procedure. According to the report, the patient sustained a cranial hematoma. The report also stated that the patient later passed away; however, no additional information regarding the incident has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
The investigation into this complaint remains ongoing; however, the available information indicates that the customer site had experienced similar near miss situations before, and opportunities for strengthening local safety practices and preventive measures were identified during internal review. Leaving the slider in place between the patient and the mattress deviates from intended operating practices and falls outside the reasonable scope of user interface¿related risk controls for the table manufacturer. Therefore, philips concludes that the table did not contribute to the patient outcome. A final report will be provided upon completion of the investigation. The codes have been updated to reflect the new information.